Event description:
When dilating the right coronary artery with 3.0 balloon. The balloon burst at 18 atm of pressure. One half to three quarters of the balloon stuck in the right coronary artery. The pt developed chest pain and an emergency coronary artery bypass graft surgery was performed.